Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The customer requested replacement part numbers. Technical support provided part numbers for the replacement parts. No parts were returned for a failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports that the oxygen inlet filter is damaged. There was no patient involvement.